Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited double beep with cassette. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to double beeping with no cassette. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.